Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while setting up for a case this morning, the site received a localizer faulted message on the system. The site proceeded with the case using an alternate navigation system. A manufacturer representative (rep) confirmed that the network device interface (ndi) toolbox indicated a complementary metal oxide semiconductor (cmos) battery issue. There was no patient present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821rpend. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, ubd: unknown, UDI#: unknown, a manufacturer representative went to the site to test the navigation system. It was reported that no fault was found. The 9735821r camera (lot number: p903537) was returned to the manufacturer for evaluation. The returned positioning sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility and intermittent illuminator current low. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .863mm with a passing threshold of .250mm. Codes b01, c08, c19, d02, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.